Event description:
It was reported that the pt began having elevated blood glucose levels on (B)(6) 2012. On (B)(6) 2012 she was vomiting, had extreme thirstiness, frequent urination, and stomach cramps. At this time she was hospitalized with ketoacidosis and a blood glucose level of 522 mg/dl. The pt's ketones were tested with a result of 5.8. The pt was given insulin through an IV and injections. On (B)(6) 2012 the pt began using the infusion device again, but started to have elevated blood glucose levels. The doctor put back on insulin injections. The pt was feeling better on (B)(6) 2012 and was released from the hospital. Infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.